Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient's tooth #12 fractured and required a crown to restore the endontically treated tooth.